Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was drawing too much current from the battery causing the battery to deplete prematurely. It was further reported that there was no patient involvement. The status of the epg is unknown.